Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not syncing. A technical support specialist (tss) remoted in via lmi and clicked the information icon to verify that the cabinet had not been syncing. The station software was exited, and the aspsync application was opened. The service was stopped and restarted, but the cabinet still did not sync. The tss then accessed mql to verify that the controller had sync enabled. No null error was observed when editing the controller. The aspsync service was restarted again, and after waiting a few minutes, the cabinet began syncing successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medflex 2000, had a cabinet at the facility was not syncing. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medflex 2000, had a cabinet at the facility was not syncing. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.